Event description:
It was reported that the superion indirect decompression (ID) spacer had not provided pain relief since being implanted. The patient underwent a procedure where the ID spacer was removed and did well postoperatively. Physical analysis of the ID spacer was not performed as it was retained by the facility.